Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference# (B)(4).

Event description:
The swift-link adapter used on the sc2000 system reportedly has poor image quality after just having it replaced and it is not always recognizing the catheter. This occurred during an exam resulting in a 20-minute delay. The patient was under general anesthesia, and the exam was completed with alternate imaging. There was no patient impact reported.